Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal was prepared and inserted as per instruction. After clicking sound and footplate deployment, there was no thread footplate deployment device was pulled out. Compression was used to continue hemostasis as guidewire had been pulled out. There was no blood loss. The procedure performed prior to the use of the angio-seal device was a stroke thrombectomy case.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.